Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited undersensing. The device was attempted to be reprogrammed but same issue resulted. No further information was available.